Manufacturer narrative:
The reported event of an impedance issue was not confirmed. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information was received notes high impedance measurement on the right atrial lead. The patient was in a stable condition.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited an impedance anomaly. The ra lead was explanted and replaced. No patient symptoms were reported.